Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. An opticross hd catheter was selected for ultrasound examination of the target lesion. During the procedure, the image was unclear due to bubbles. No other information was available.